Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that one point of care unit (pcu) powered on itself, two units did not power on, one had error code 110.6020 and some buttons did not work on keypad for one unit. Therefore, five point of care unit (pcu) front cases with keypads needed to be replaced. There was no patient involvement.

Event description:
It was reported that one point of care unit (pcu) powered on itself, two units did not power on, one had error code 110.6020 and some buttons did not work on keypad for one unit. Therefore, five point of care unit (pcu) front cases with keypads needed to be replaced.

Manufacturer narrative:
Additional information: b5 corrections: h9 investigation conclusion: the customer reported complaints of keypads being replaced due to pcus powering on by themselves, displaying error code 110.6020 and having faulty keys was evaluated. Test results identified that the ac indicator light did not illuminate on 1 out of 5 keypads after plugging in the power cord. The system on key did not function on 4 out of the 5 keypads tested. One keypad had no faults. Four keypads powered on unexpectedly when connected to the cad pcu test fixture #10013973 (eq 111582) for functional testing. None of the keypads tested displayed error code 110.6020. Device inspection: external and internal inspection was performed on (qty 1 printec p/n tc10012515 and qty 4 printec p/n tc10013664). During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer and broken traces (trace 19 and 20). During external inspection, the keypad was in good condition with no issues observed. Root cause analysis: electrical failure ¿ design previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only front case keypad assemblies were provided for the investigation.